Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain and post lumbar laminectomy syndrome. A volume discrepancy was reported; the actual residual volume was 28ml and the expected residual volume was 17ml. A dye study was done and it was normal. It was noted that suddenly, the therapy was not working as well. It was recommended to surgically explore the catheter.

Event description:
The manufacturing representative later reported that the health care professional wanted to perform a roller study. It was reviewed that the logs would explain if the pump rollers were not moving. The roller study process was also reviewed. It was later noted that they did a rotor study and it turned normally. They were planning to increase the patient's dose on this report date. The volumes had not been checked since the last refill.